Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain.

Manufacturer narrative:
The patient was revised to address pain. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 25, 2017. Legal medical records. In addition to what was previously reported, litigation alleges abnormal blood metal tests, swelling, discomfort and difficulty in sitting, walking and standing. After review of medical records for MDR reportability it was reported that the patient was revised to address metallosis reaction and metal wear of the left hip prosthesis. Laboratory results shows cobalt and chromium are below 7 ug/l. Updated correct doi. Added complainant information. This complaint was updated on: jun 5, 2017.